Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) stuck in cartridge. Unable to load successfully due to a faulty cartridge design. Additional information has been requested.

Event description:
Additional information has been requested, received and stated that in surgeon¿s opinion human error during loading was the cause of the event. The event happened upon loading with no patient contact. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information and correction provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).